Event description:
It is reported that a fissure on the pt's shin induced osteolysis polyethylene debris in the knee. As a result, the pt was revised.

Manufacturer narrative:
Eval summary: while a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggests that the event may be related to the issues for which zimmer implemented a correction action in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for add'l info regarding the corrective action taken. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.